Manufacturer narrative:
1038671-2023-02864. 1038671-2024-03037 multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02864, 1038671-2024-03037. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (health effect - clinical code, type of investigation). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Concomitant devices: (B)(6) 02-010-03-0225 - logic cr femoral cem, left sz 2.5. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2015. Approximately 8 years and 2 months after the initial procedure the patient had a left knee revision on (B)(6) 2023. The patient experienced pain, swelling, stiffness, loss of motion, weakness, and difficulty ambulating. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.